Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 495 mg/dl. The customer was not able to treat yet. The customer was using (B)(6) aaa alkaline battery. The customer stated that the device is working fine. Customer does not want to proceed with troubleshooting. The customer was advised to call back helpline if she has any other issues.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.